Manufacturer narrative:
The patient received the device on (B)(6) 2023. On the (B)(6), the patient returned for a follow-up where he indicated he had excessive pain (rated an 8-9/10), a sore throat, and drainage. A sore throat may be the result of anesthesia during the implantation of the device but is not a direct result of the device. Fluid drainage and pain are an anticipated events after any surgical operation. After the procedure, the patient receives a jp drain to allow for antibiotic fluid around the implant to exit the body in the days following the operation. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort" and "cutaneous hypersensitivity reaction." An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists penile curvature and pain as anticipated adverse events and implant extrusion/perforation as anticipated device deficiency. The instructions for use also list implant extrusion as a potential adverse device deficiency. There are no claims of curvature, revision surgery, or protrusion noted within the patient's medical records. The root cause of this investigation is known inherent risk of the device. As the device was not explanted and unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint.

Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion of the implant from the penis, and a painful revision surgery.